Manufacturer narrative:
It was reported that the patient has an infection. A revision surgery is planned to exchange the poly insert.

Event description:
It was reported that the patient has an infection. A revision surgery is planned to exchange the poly insert.